Event description:
It was reported that during a laparoscopic vertical sleeve gastrectomy procedure, during the second firing, the staples on the patient side did not form. The row closest to the patient partially formed and the outer two did not form at all. The staples on the specimen side formed correctly. A black reload was used on this firing. Case completed with another device of the same product code; the surgeon fired inside the misfired row of staples and over-sewed the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.